Event description:
In 2001 the end user called hypoguard,USA and stated that the luer lock was cracked. On february 13,2002 maersk medical recieved the complaint and 3 used tubings. The near-incident took place in USA.